Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The product was returned to the MFR; no info regarding reason for explant was provided. The hcp later reported that the pump was explanted due to infection, cellulitis and wound dehiscence. The pump contained morphine sulfate and bupivacaine. The pt recovered without sequela.